Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was in the 400's mg/dl. Customer declined follow up from tandem technical support. No additional information was provided.